Event description:
It was reported the ipg had reached 'end of life'. A manufacturer representative was able to confirm and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section e1: reporter information updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.